Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2010. It was reported the patient is no longer feeling stimulation from his scs system. Neither diagnostic lead testing or x-rays of the scs system have noted any anomalies. The patient will undergo an exploratory surgical procedure to further test the ipg. No date of service has been determined at this time. Follow up on the patient found no further issues reported.